Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Physician reports capsular contracture baker grade 3 and rupture. This relates to the left device. Device has been explanted.

Event description:
Physician reports capsular contracture baker grade 3 and rupture. This relates to the left device. Device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported events of rupture and capsular contracture was received on april 14, 2021 with lot number 2747076. Visual analysis of the returned device identified one extended opening. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified: one sharp edge opening in the shell with nick. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the shell with nick in the posterior side assessed as surgical impact opening." Additional, changed, and/or corrected data: d.9, e.1, h.3, h.6.